Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6228879, medical device expiration date: 05/31/2017, device manufacture date: 08/15/2016. Medical device lot #: 6256515, medical device expiration date: 05/31/2017, device manufacture date: 09/12/2017. Medical device lot #: 6197995, medical device expiration date: 04/30/2017, device manufacture date: 07/15/2016. (B)(6). Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had defective stopper molding. No report of injury or medical intervention. No report of blood exposure to mucous membrane.